Event description:
According to the report from the hosp, the balloons on shunt didn't deflate during the procedure. No additional info has been provided by the hosp. No pt injury happened due to this incident.

Manufacturer narrative:
We have not received the complaint device for eval and were not able to verify the failure mode. The complaint device has been discarded by the hosp. Our lot history records review did not reveal any discrepancies related to the complaint event either during the mfg or packaging processes. All mfg and qc steps were completed in accordance to mfg instructions and we have not received any other complaints for devices for the same lot. Therefore, we consider this incident as an isolated event. Please note no pt injuries happened due to this incident.